Event description:
It was reported by service report that the brakes were not holding well. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: brake plates.